Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative alarm occurred. There was no patient harm or injury reported with this notification. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery needs to be replaced to address the issue. In addition to the above evaluation, based on error 184, a pneumatic test was performed with filters and tubes that were not clogged, and the unit passed the test. Based error 223, the unit was tested with the customer's fio2 sensor and after testing it was found to be defective. Based on this result, it is recommended to replace it. Machine flow sensor, in-line filter and tubing fio2 are contaminated, due to the 4-year preventive maintenance procedure, muffler assembly, air foam inlet filter, particulate filter will be replaced, which was not related to the malfunction/issue.

Event description:
The manufacturer received information in reference to a ventilator inoperative alarm occurred. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.